Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they noticed extension cable prongs within end of cable were bent. (It was not delivering energy.) A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: b5,g4,g7,h2,h6,h10. H6 correction: device codes changed to "failure to deliver energy" internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they noticed extension cable prongs within end of cable were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.